Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file appeared to show the system functioning as intended and a direct correlation between the reported events (elevated ldh, leukocytosis, altered mental status, pain, patient outcome) and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2020 at 02:52pm through (B)(6) 2020 at 04:39am. The fixed speed was set to 9200 rpm, power ranged from 4.5-5.8 w, estimated flow ranged from 3.2-5.8 lpm, and average pi was between 2.1 and 7.2. No abnormal trends in pump parameters were observed. The pump speed remained above the low speed limit for the duration of the file. No atypical alarms were captured. The system appeared to be operating as intended. Heartmate ii lvas, serial number (B)(6) was not explanted for evaluation. The hmii lvas IFU lists hemolysis, infection, and neurologic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of this document. The IFU outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient presented to the emergency department (ed) with complaints of mental status changes and diffuse pain. While in the ed, the patient was found to have altered mental status (ams), lactic acidosis and leukocytosis. CT of the head was negative for stroke and any acute process. The patient¿s lactate dehydrogenase (ldh) was elevated to 2500 u/l; however, no major events found on log files. An electroencephalogram (eeg) was performed due to concern for post-stroke epilepsy versus seizures possibly related to etoh use which demonstrated non-convulsive status epilepticus. Analysis of the log file did not confirm any unusual events. The patient was started on keppra, vimpat and ativan and the leukocytosis were treated with broad spectrum antibiotics. The patient¿s (lfts) were also noted to be elevated. (B)(6) work up was negative and the patient was given fluids which corrected the lactic acidosis. The patient¿s mental status continued to worsen to the point where the patient became unresponsive and after multiple discussions with family; in which also the patient was previously do-not-resuscitate order (dnr) , the decision was made to move toward comfort care on (B)(6) 2020 and the vad was stopped on (B)(6) 2020 in which the patient expired shortly after. No additional information provided.